Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, there was moisture visible under the display lens. The keypad was undamaged and all the buttons are responsive. The pump was opened and there was moisture damage found on the keypad flex connector. A leak test failed due to a pump case leak. The keypad was opened and there were no contaminants found under the contacts. Unrelated to the original complaint, the pump case was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the buttons on the keypad were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.